Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: it is speculated that the peeling of the tissue pad was due to the fact that the tissue pad was worn and partly peeled off because the ultrasonic wave was output with the gripping part closed (including after the tissue was cut) without gripping the tissue. I will. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
An olympus employee reported on behalf of a customer, the sonicbeat tissue pad came off within 30 minutes of a therapeutic laparoscopic cholecystectomy. The tissue pad did not fall off. The procedure was completed using a replacement device. There was no report of additional anesthesia, procedural delays, or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The tissue pad was worn, partly peeled, and torn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.